Event description:
A talent abdominal stent graft system was implanted in a patient for the endovascular treatment of a 6 cm abdominal aortic aneurysm. The access vessels were moderately tortuous and mildly to moderately calcified and about 9 mm wide. It was reported that the bifurcated stent graft was implanted without issues. A talent aortic cuff device was prepped without issues, and no defects on the device were noticed. However, when inserting the talent device into the patient, the device could not be advanced due to the calcified and tortuous vessel morphology. Upon removing the device from the patient, a kink on the device was found, which was caused when trying to track up the vessels. The physician elected to insert a smaller talent aortic cuff device, which was able to track up the patient's vessels without issues. No additional clinical sequelae were reported, and the patient is fine. The kinked talent device was discarded at the procedure.

Manufacturer narrative:
(B)(4): evaluation results: (moderately tortuous and mildly to moderately calcified access vessels). Conclusion: (moderately tortuous and mildly to moderately calcified access vessels). (B)(4) (intervention required).